Manufacturer narrative:
Complaint conclusion: it was reported that the mynxgrip vascular closure device (vcd) sealant jammed on the advancer tube and it teared out when the shuttle was delivered. Additional information received indicated that the vcd was being used in conjunction with a 6f procedural sheath introducer for femoral closure following a diagnostic peripheral procedure. The user shuttled down completely with no significant resistance felt. Unusual force was not applied when retracting the sheath. Manual compression was applied for an unknown duration. The patient's hospitalization was not extended. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1705302 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use the mynxgrip if the device appears damaged or defective in any way as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (11/22/2017) additional information received indicated that the vcd was being used in conjunction with a 6f procedural sheath introducer for femoral closure following a diagnostic peripheral procedure. The user shuttled down completely with no significant resistance felt. Unusual force was not applied when retracting the sheath. Manual compression was applied for an unknown duration. The patient's hospitalization was not extended.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1705302 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the mynxgrip vascular closure device (vcd) sealant jammed on the advancer tube and it teared out when the shuttle was delivered. The vcd will be returned for analysis.